Manufacturer narrative:
The customer alleged the pump having blank display, audio/beep/vibrate, keypad button unresponsive, moisture damage. No blank display and audio/beep/vibrate anomaly noted. All buttons function properly. The j1 connector on pcba 1 was locked properly during visual inspection. However, pump was received with error 43 alarm during rewind. Unable to perform the displacement test, sleep current measurement test, active current measurement test, and self test due to pump error 43 alarm. Successfully utilized crest and thus to download history files, traces. No battery alarm in the pump history. Pump was cut open to perform visual inspection and found moisture damage on pcba1/pcba2, battery connector, motor, force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, missing display window cover, stained keypad overlay, cracked case (battery tube). Blank display, audio/beep/vibrate, keypad button unresponsive anomaly not confirmed. Pump error 43 alarm due to moisture damaged electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer went swimming with an insulin pump and the insulin pump had a blank display. The insulin pump was vibrating and the buttons were not responding. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.